Event description:
An infection was reported. The pt experienced fever of 102 degrees and confusion. The cerebrospinal fluid was reported to be cloudy. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.